Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-03990 and 2134265-2016-04245. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled. During procedure, it was noticed that sometimes automatic pull back did not work and the pullback gear of the motor drive unit (mdu) 5 plus was damaged. Furthermore, the lock part of reusable sled sometimes floated. No patient complications were reported.